Event description:
Vns patient experienced an increase in seizures following parameter adjustment. It was reported that device pulse width was reduced from 500 msec to 250 msec because the patient was "getting shocked" when using cordless phone. It is believed that there may be a magnet in the cordless phone that the patient was using. A few days after the parameter adjustment, the patient experienced an increase in seizures with loss of consciousness like pre-vns. It was reported that there had been no injury or trauma that may have damaged the vns therapy system. Review of x-rays by neurosurgeon did not reveal any discontinuities in the vns therapy system. Further follow-up revealed that the patient was seen by neurologist after the increase in seizures and additional parameter adjustments were made. Patient condition following parameter adjustment is not known.